Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On september 24, 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and another meter. The complaint was classified based on the customer service representative (csr) documentation following a follow-up call with the patient. The patient reported that at an unspecified time on (B)(6) 2018 he developed symptoms of feeling ¿very weak¿, ¿sweaty¿ and ¿shaky¿ which he associated with a low blood glucose excursion. The patient reported that in response to the symptoms, he performed a blood glucose test with the subject meter and obtained an alleged inaccurate high result of ¿19.2 mmol/l¿. Meter to feelings comparisons do not meet the criteria necessary for lifescan to determine an inaccuracy. The patient informed the csr that he manages his diabetes with a set dose of insulin and denied making any changes to this routine in repose to the alleged inaccuracy. The patient did report that a few minutes after obtaining the alleged inaccurate high result with the subject meter, he self-treated his symptoms with lucozade and a jam sandwich. The patient also reported that within 30 minutes of receiving the alleged high result of ¿19.3 mmol/l¿ he tested his blood glucose on his neighbour¿s meter and obtained a result of ¿4.0 mmol/l¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. There was no report of any further form of treatment or medical intervention received as a result of the alleged inaccuracy issue. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips vial was not cracked or broken. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate result, the alleged meter issue could not be ruled out as a cause or contributor to the event.